Event description:
It was reported that device interrogation revealed an atrial lead warning had occurred. Outputs were increased and decided to monitor the lead integrity. During a recent office visit the patient presented with another lead warning and diagnostics revealed low impedance. Diagnostic and testing was performed. Programming adjustments were discussed and patient to be monitored. It was later reported that the patient experienced muscle stimulation and the lead encountered another lead warning for low impedance. The lead remains in use. The chronic lead trend was turned off, program adjustments to be discussed with the physician and patient monitoring will continue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg), (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the ra lead again exhibited low impedance. The ra lead was capped/abandoned and remains implanted out of service.